Event description:
It has been reported that device speakers are not functioning correctly.

Manufacturer narrative:
3030677-2017-00350 follow up was mistakenly reported as -002 and should have been follow up -001. Please see 3030677-2017-00350-002 for the complete information.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.